Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because one side of the cylinder was swollen. Upon removal, a hole was identified in the left cylinder; therefore, the cylinder was replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome following the surgery.